Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached inside the patient at 797 joules. The cap was subsequently retrieved. No pt injury occurred. The device was not returned to american medical systems for eval.